Event description:
It was reported that the catheter fractured at the point near the hub after implantation for a month.

Manufacturer narrative:
The complaint was confirmed, the exact cause of the catheter fracture is unknown. There were circumferential tears in the d/l tubing within 0.1 inch of the bifurcation. The tears in the catheter material propagated by bending, stretching, and twisting the d/l tubing. The catheter was in place for a month before the tears were noted. The tears in the tubing may be attributable to a combination of chemical degradation and mechanical stresses. The section of d/l tubing between the bifurcation and the cuff was slightly discolored on each catheter. It is unknown what chemicals were used on or near the catheter. The product IFU states, "use aseptic techniques whenever the catheter lumen is opened or connected to other devices. Povidone-iodine is the suggested antiseptic to use with this device and components. Acetone and tincture of iodine should not be used because they could adversely affect the performance of the catheter and connectors. A 10% acetone/70% isopropyl alcohol swabsticks used for dressing changes should not adversely affect the catheter." No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.